Manufacturer narrative:
Additional information received by smiths medical on 30-sep-2020 via email that all event occurred while testing and event date is unknown.

Manufacturer narrative:
Other, other text: h3: one cadd legacy 1 pump was returned in fair physical condition. The event history log was reviewed and there was no evidence of the reported issue. The device was started in application, no problems were found with beeping. There was no fault found with the returned pump. However, the downstream sensor will be replaced as a preventive measure.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy 1 pump produced a double beep alarm indicating that no cassette was attached. No patient injury or complications were reported in relation to this event.